Manufacturer narrative:
Occupation = non-healthcare professional - unknown. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a ngage nitinol stone extractor could not be opened. The procedure was completed by using another new device. There were no adverse effect reported due to the occurrence.

Manufacturer narrative:
Summary of event: as reported, a ngage nitinol stone extractor could not be opened. The procedure was completed by using another new device. There were no adverse effect reported due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. Due to the ongoing covid-19 lockdowns in china, the returning device does not have an estimated date of shipment. The file was completed on the initially provided information. If the device is received in the future, the file will be updated. Pictures of the complaint device were provided, but did not show any details that would indicate a possible cause for the issue. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) does not provide any information related to the reported failure mode. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification. Based upon the available information and results of the investigation, cook has concluded that the cause for the failure of the basket to open could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.